Event description:
It was reported that, during a procedure, the basket of a ngage nitinol stone extractor could not be open and closed. The user replaced the device with another ngage nitinol stone extractor; the device was used to remove several stone fragments before it stopped functioning and would not open or close. The user replaced the second ngage nitinol stone extractor with a new ngage nitinol stone extractor and the procedure was successfully completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer address = (B)(6) ; postal code = (B)(6), customer phone = (B)(6) ; mobile = (B)(6), occupation = unknown, PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event description: it was reported that, during ureteroscopic lithotripsy, the basket of a ngage nitinol stone extractor could not be open and closed. The user replaced the device with another ngage nitinol stone extractor; the device was used to remove several stone fragments before it stopped functioning and would not open or close. The user replaced the second ngage nitinol stone extractor with a new ngage nitinol stone extractor and the procedure was successfully completed. There were no adverse effects to the patient reported. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. Two ngage nitinol stone extractors were returned for investigation in open packages, in their packaging trays. Both devices had damage to the basket sheath, just beyond the support sheath. A functional test determined the handle did not actuate basket formation on both devices. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows three other complaints associated with the complaint device lot. All devices are inspected for damage and functionality during manufacturing and quality control checks. There is no indication from the investigation of the devices from the lot that there was a possible issue that affected all the devices from the lot. The manufacturing process is individual in nature and multiple complaints from the same lot was insufficient evidence that there is a common issue that affects other devices from the lot. Because there were no confirmed related non-conformances, adequate inspection activities had been established, and there was objective evidence that the DHR was fully executed, it was concluded that there was no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing and quality control documents was conducted. All extractors are inspected for damage and verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps important: excessive force could damage device. Based on the available information, cook has concluded that both returned devices were found to have baskets that would not function due to sheath damage. The basket sheaths were kinked near the yellow support sheaths. Both devices were used, it is possible that procedural factors such as the locations of the stone, or patient anatomy resulted in a tortuous path that placed greater than normal forces on the devices, resulting in the observed sheath damage. However, no procedural factors were known, therefore the cause could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information that was available, but inadvertently omitted from the previous medwatch report: the procedure being performed was ureteroscopic lithotripsy.